Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line) which occurred on the home choice (hc) during dwell 2 of 4. The technical service representative (tsr) advised the home patient (hp) that air had entered the setup. The tsr had the hp cycle the power and the hc alarmed system error 2367. The tsr advised the hp that therapy had ended and that he would need to start over with new supplies or do a manual exchange. The tsr had the hp cycle the power again to get to 'press go to start' and then disconnect. The hp was connected at the time of the alarm. The patient line had been primed properly prior to connecting and there were no patient line extensions being used. The patient line did not separate from the transfer set. The patient did not initiate therapy prior to connecting. The patient had not disconnected prior to the alarm. There were no open clamps on unused lines. There was nothing unusual noted about the supplies and they had not been damaged by an outlet port clamp or assist device. One of the supply bags was not properly connected by the hp and the connection was loose. The tsr advised the hp that connections needed to be secured tightly. Proper procedures were reviewed with the hp. On (B)(4) 2012, global technical service stated that the loose connection was not verified to be caused by use error. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was loose connection. The label review found the labeling adequate for the possible use error in this complaint.